Event description:
A report was received that a patient's ipg was explanted during a lead revision. The physician's decision to replace the ipg was due to the patient not charging her device prior to surgery. The patient is getting good coverage and is reportedly doing well.